Event description:
It was reported that the t:slim x2 pump battery would not charge, and attempts to resolve the issue using different adapters and cables did not succeed. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.